Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: 1 sample was returned to sbdm, lot number is 1905132. Infrared spectrometry (ir) analysis: from ir test, the fm is determined to be part of the plunger raw material which is polypropylene (pp). House sample inspection: sbdm inspected 30 pcs from lots 1904132, 1905132, & 1907303, no abnormality observed. DHR review: sbdm reviewed the manufacturing record for lot 190352, no abnormality observed. Customer complaint review: sbdm reviewed the customer complaint record of complaint sample, there is no similar issue of the same product from other customer. Root cause: from investigations, the raw material of 20ml plunger components are injected in the injection machine on high temperature (210c~225c). It is likely that pp(raw material of 20ml plunger) carbide may be formed in the high temperature or gas emission line on the injection mold was blocked temporary and the gas formed carbide. Therefore the carbide was injected with the 20ml plunger of the complaint syringe 20ml w/o while injection process. The process inspector did not file it while manufacturing process and it caused this complaint case. Rationale: sbdm has inhouse (B)(4) in place to monitor trend.

Event description:
It was reported that prior to use foreign matter was discovered in syringe with a bd syringe 20ml. The following information was provided by the initial reporter: there is foreign material in the 20ml syringe.